Manufacturer narrative:
The manufacturer previously reported a ventilator was returned for preventative maintenance and during the evaluation of the device a ventilator inoperative condition was observed. The device's system board was replaced to address the issue. During further evaluation of the device, an additional ventilator inoperative condition related to the device's blower motor was observed. The device's blower motor was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative condition was observed. The device's system board needs replaced to address the issue.